Event description:
It was reported that, a tap broke into the pedicle of a patient in a percutaneous surgery. The end of the broken thread was left into the patient by the surgeon, not to lengthen surgery.

Manufacturer narrative:
Method: device not returned; results: manufacturing files could not be reviewed due to the lot number no being provided. The instrument was reported to have been used an unknown number of times. It was reported that the awl was used to prepare the hole and the tap impacted according to surgical technique. Conclusion: the possible root cause to the reported issue may be related to the number of uses of the tap; however the root cause is multifactorial and not determined.

Event description:
It was reported that, a tap broke into the pedicle of a patient in a percutaneous surgery. The end of the broken thread was left into the patient by the surgeon, not to lengthen surgery.